Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. Unit received with an e52 error loop during boot up. Unable to perform rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test or verify motor error alarm and e70 alarm due to e52 alarm. Pump history download using thds was successful. However, there is no data available on ( 12-sep-2023), unable to perform data analysis for no motor error alarm and e70 alarm complaint. The following were noted during visual inspection: cracked belt clip slot, cracked battery tube threads and cracked reservoir tube lip. The test p-cap/reservoir does lock into place. Unable to verify motor error alarm and e70 alarm due to e52 error loop during boot up. The original m/b was removed and replace with a test m/b. No anomalies was notice after battery insert. Problem isolated to m/b. The motor was tested outside of the device and failed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced motor error alarms and/or an e70 alarm. The customer reported no adverse event. The event involved product mmt-712ews. Troubleshooting was not performed. No harm requiring medical intervention was reported. The product return was requested for mmt-712ews and the product will be returned for analysis.